Manufacturer narrative:
One level 1 hotline low flow system was received with a cracked tank cover, wear and tear damage on the enclosure, line cord and front cover. The printed circuit board (pcb) and power switch were also outdated. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, an in line cord was plugged and the device was plugged in. The reported issue was able to be duplicated; the tank cover leaked. There were cracks in the tank cover caused by overtightening of the screws or dropping the device. The issue was user induced. No action was taken to repair the device due to the age and condition of the device.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system leaked water. It was suspected that the enclosure was cracked. The issue was discovered during regular scheduled maintenance and there was no patient involvement.